Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Customer reported the drip chamber separated from the IV set and fluid leaked during patient use. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.